Event description:
It was reported the patient had a systemic infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2009. 5076 implantable pacing lead: implanted: (B)(6) 2006. 6949 implantable tachy lead: implanted: (B)(6) 2006.